Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy. It was also reported that the patient did not maintain the ipg as recommended and ipg was deemed inoperable. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information was received that surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was restored.